Manufacturer narrative:
The following additional information was obtained from medrons customer on medwatch form 3500a, report # 2020394-2015-01627: manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the catheter was returned bloody with the distal portion of the catheter detached. The hub identified the size of the seeker catheter as .035" x 90cm. The detached portion of the catheter( segment one)measured 10.0 cm from distal tip to break. The remaining catheter length(segment two) was measured to be 79.1 cm from break to strain relief. The break on the catheter was examined closer under magnification (20x) and the break was not clean with evidence of stretching and ridges. The condition of the break is indicative of excessive force used on the catheter. No other anomalies were identified. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the seeker catheter was returned for evaluation. The complaint investigation is confirmed for a catheter break. It is unknown if procedural issues contributed to the reported event. Based on the available information, the definitive root cause is unk.

Manufacturer narrative:
As the original bulk non sterile contract manufacturer, medron has no direct contact with end user. The information related report date, lot number, catalog number, initial reporter, and codes are based on the notification provided from medron's customer. As a contract manufacture, medron is also required to submit a MDR for the event per section 2.17 of the draft guidance for industry and food and drug adminstration staff - medical device reporting for manufacturers.

Event description:
It was reported that the support catheter broke prior to use on the patient. The catheter was removed from the hoop, flushed and then the distal end of the catheter was gently pulled on a few times, the catheter broke approx. 10cm from the distal tip. There was no patient involvement.